Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump did not gave alert when low battery and low reservoir, scratches on screen which affect the ability to read the screen and insulin pump had unexplained no delivery alarms and pump error alarm. The customer¿s blood glucose was unknown. Customer also reported that the piece of plastic chipped off. The insulin pump will not be returned for analysis.